Event description:
It was reported that the customer was hospitalized with dka. The doctor said the pump was not available to troubleshoot and the customer had not tried changing the set. Instructed doctor to change infusion set and have customer call back if problem persists.